Manufacturer narrative:
Manufacture date: february 16, 2017 - february 17, 2017. One actual folfusor unit was received for sample evaluation containing approximately 128ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusion did not flow while a patient was connected to a small volume folfusor. The pump was filled with 5-fu and nacl 0.9% solution. There was no patient injury or medical intervention associated with this event. No additional information is available.